Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer does not power up due to a printed circuit board assembly being out of electrical specification.

Event description:
It was reported the programmer does not power up and there is no display. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.